Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It was unknown if the device was inspected before use or if there were air and water flow issues during the procedure. The foreign material was unable to be identified, but appeared to be a fiber-like material. It is unknown and unlikely that the device with foreign material was used on a patient. The customer stated that they followed the reprocessing steps as per the instruction manual. It is unknown if the start of the precleaning was delayed after the procedure or if the cloths that were used for reprocessing were lint-free. The customer flushed water and air to the air and water channel with the air and water channel cleaning adapter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. In addition to the findings reported in describe event or problem, the adhesive of the optical glass cover was worn out. The illumination was uneven. The play of the knob was out of normal state. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the videoscope exhibited air/water flow issue during maintenance. The device was returned, and an inspection revealed foreign debris protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.